Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 300-400 mg/dl for approx 3 months. The pt most recently experienced elevated blood glucose of 420 mg/dl on (B) (6) 2010. The pt bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.